Manufacturer narrative:
This report is filed, february 4, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date and duration not reported) due to fever and rhinorrhea. The implanted device remains.